Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement tests. No excessive no delivery alarm noted during testing. Device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose of 537 mg/dl the day prior to calling and 493 mg/dl the morning of the call. Customer treated with manual injection. She experienced thirst and red marks under her eyes. Customer declined to check for site, set or insulin issued, the drive support cap is normal, the date was corrected and the insulin pump passed the high pressure test. Customer also mentioned she received a no delivery alarm on (B)(6) 2015 which was resolved by a complete set change. The insulin pump was replaced and returned for analysis.